Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that tower door 1 kept failing. A field service engineer (fse) replaced tower door latch for all the tower doors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower edpod-2 door 1 pocket failed. The user was unable to recover the pocket and therefore unable to access medications stored on the tower pocket. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.